Event description:
The patient reported an inflammatory mass (im) developed and the catheter was replaced in 2003. The patient also reported she began to have symptoms within six months of the surgery and developed symptoms on the left side. The patient also noted the doctor's report indicated a second im was discovered in the intrathecal space 'where no catheter is found'. This was discovered on an MRI. Patient noted she had morphine in the pump, they changed medication to fentanyl. No information provided to indicate resolution (if any) of second im.

Manufacturer narrative:
.